Event description:
It was reported that in the pts room one day after the catheter was placed in the (B)(6) female pt¿s femoral vein, a leak from the proximal extension was found when checking for back flow of blood. As a result, the catheter was removed and replaced w/o issue. It was noted that the catheter was flushed w/o issue. There was no reported delay, death, or complications to the pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if add¿l info becomes available.